Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a detached accucath IV catheter was confirmed and the cause was manufacturing-related. The product returned for evaluation was one 20ga accucath catheter luer adapter. Usage residues were observed throughout the sample. The catheter was completely detached from the received luer adapter and was not returned for evaluation. Inspection of the luer adapter distal orifice did not reveal any inlaid catheter fragment(s). Microscopic inspection of the distal orifice revealed an abrupt narrowing of the inner lumen approximately 1mm from the proximal end. The narrowing comprised a shoulder which indicated how far the catheter was inlaid within the molded joint. The catheter is designed to be inserted to the plastic luer adapter prior to over-molding. The observed shoulder is the result of failure to fully insert the catheter on the core pin during the over-molding process. A lot history review (lhr) of rebr1551 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the sales rep that during removal it was noted by the healthcare professional that the catheter was leaking and had separated from the hub. No other information was reported, but has been requested.